Event description:
This complaint was reported with minimal detail with no additional information to follow: it was reported that prior to insertion, the swg was found kinked. It is unknown if the issue resulted in a delay, however, there was no reported death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.